Event description:
Event description cpi received information that this bipolar positive fixation lead was removed from service because of 'lead impedance greater than 2000 ohms, and erosion of the lead'. The lead was replaced with a bipolar endocardial tined lead.